Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited low impedance and noise. The noise was not reproducible with pocket manipulation and evocative movements. There were no adverse consequences. The patient was in good medical condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.